Manufacturer narrative:
As reported in a medwatch report, there was catheter entrapment of a 6f vista brite tip extra backup 3.5 guiding catheter in the left (l) brachial artery during a cath lab procedure which resulted in vascular surgery for repair of the right (r) brachial artery with interposition vein graft. Very difficult anatomy was noted during the procedure. The patient was reported to have a medical history of unstable angina, coronary artery disease, peripheral vascular disease, status post bilateral below the knee amputation, chronic systolic congestive heart failure, acute blood loss anemia and paroxysmal atrial fibrillation. The device is not available for evaluation. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)-withdrawal difficulty¿ could not be confirmed. Patient vessel characteristics may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire, and catheter sheath introducer).¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in a medwatch report, there was catheter entrapment of a 6f vista brite tip extra backup 3.5 guiding catheter in the left (l) brachial artery during a cath lab procedure which resulted in vascular surgery for repair of the right (r) brachial artery with interposition vein graft. Very difficult anatomy was noted during the procedure. The patient was reported to have a medical history of unstable angina, coronary artery disease, peripheral vascular disease, status post bilateral below the knee amputation, chronic systolic congestive heart failure, acute blood loss anemia and paroxysmal atrial fibrillation. The ca lot number was not provided. The device is not available for evaluation.